Event description:
Customer reported receiving a no delivery alarm on the insulin pump multiple times despite various site changes. Customer also mentioned having trouble giving a manual bolus. Through troubleshooting it was noted that insulin did not exit during the fixed prime. Customer's blood glucose reading at the time of the call was 135 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.